Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock. It was noted that the patient was asymptomatic at the time of the episode. Technical services (ts) analyzed device episode data and determined that the shock was inappropriate because of t-wave oversensing of a wide complex. The sensing vector was changed to secondary vector afterwards. Ts suggested a treadmill test. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.